Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for drain complications during drain 5. He cut the drain line as he was not draining. Following this, the cycler alarmed for air detected in the cassette. He was advised to reset with new supplies, however, he chose to end treatment and completed treatment manually. He did not report any fluid leak. He made the set available for evaluation. During follow up, the patient's pd nurse reported that he did not have any adverse event associated with this incident. He has not had any infections. She reported the drain complication was likely due to constipation. Sometime after this incident it was determined the patient was having too much difficulty with pd and he was changed to hemodialysis. His pd catheter was removed. During evaluation, the set was tested and a leak was discovered.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation . An initial visual inspection did not find any defects. The set was use tested. During drain 3 of the test, the cycler alarmed for air detected in the cassette and drain complications. A small leak was detected near the patient connector. Closer visual examination found a crack near the patient connector. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.